Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that x-rays taken of this pacemaker system revealed a divot/notch on one of the leads. Technical services (ts) reviewed the x-rays and was unable to determine the location on the lead of the reported observation, but noted that it might simply be the suture sleeve. Electrogram (egm) review revealed no obvious noise, however right atrial (ra) lead rate counts and right ventricular (rv) lead rate counts showed some beats in the >250 beats per minute (bpm) bucket. Additionally, there was evidence of av search hysteresis causes some pacemaker mediated tachycardia (pmt) episodes. Long av delays cause pacing on top of the qrs, which results in blanking of intrinsic signals, ventricular pacing, and likely causes pmt. The pmt algorithm successfully breaks the rhythm. Technical services (ts) reviewed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.